Event description:
The customer tested her blood glucose and received a reading of 500 mg/dl using her contour meter. She was concerned about the reading, so she was taken to the hospital where her glucose was tested at 125 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips and meter for eval. Replacement products were sent to the customer.